Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2013. Concomitantly, the patient underwent a hysterectomy. During the procedure, while the surgeon was advancing the trocar, the plastic sheath at the needle point cracked in half up to the exit point. The surgeon could not back out and had to make the abdominal incision slightly larger to retrieve the cracked plastic sheath which had separated on the trocar. The sheath was removed completely. The mesh was already in place and the procedure was completed with the same device.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.